Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the footpedal and checked the workstation power supply and checked the connections at the cine bridge printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not playback the cine runs. No patient injury was reported.